Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information from a nurse of peritonitis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. Treatment information was not provided. The cause of peritonitis was unknown. The patient was recovering from the event of peritonitis.